Event description:
It is reported that the pt developed edema in the hip joint without pain. The surgeon extracted joint fluid for reduction of the hip joint capsule pressure.

Manufacturer narrative:
This report will be amended when our investigation is complete.